Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a nc quantum apex balloon catheter in two pieces. The balloon was loosely folded and there was blood and contrast in the balloon and lumen. The port/notch was damaged. Microscopic and tactile inspection revealed a separation at the distal end of the port/notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a bifurcated coronary artery. A 12mm x 2.00mm nc quantum apex balloon catheter and another balloon catheter were advanced inside a 6f non-bsc guide catheter for dilatation with kissing balloon technique. First inflation was performed on the main branch and then tried to align the two balloons to perform simultaneous inflation; however, significant resistance was encountered while inflating the balloon from the side branch. Upon inflating the balloon, a partial imprisonment in the stent layers was presumed and a loss of pressure was recorded as if a system break occurred. In an attempt to remove the device, the shaft broke approximately 24cm from the distal end and remained in the coronary artery. While withdrawing the other balloon located on the main branch, the distal segment of the broken shaft also retracted inside the guide catheter, allowing the removal of the entire system from the left coronary and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a bifurcated coronary artery. A 12mm x 2.00mm nc quantum apex balloon catheter and another balloon catheter were advanced inside a 6f non-bsc guide catheter for dilatation with kissing balloon technique. First inflation was performed on the main branch and then tried to align the two balloons to perform simultaneous inflation; however, significant resistance was encountered while inflating the balloon from the side branch. Upon inflating the balloon, a partial imprisonment in the stent layers was presumed and a loss of pressure was recorded as if a system break occurred. In an attempt to remove the device, the shaft broke approximately 24cm from the distal end and remained in the coronary artery. While withdrawing the other balloon located on the main branch, the distal segment of the broken shaft also retracted inside the guide catheter, allowing the removal of the entire system fro the left coronary and the procedure was completed. No patient complications were reported and the patient's status was stable.